Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 99% stenosed right coronary artery. It was reported that a 2.5x15 mm trek rx balloon catheter was used for pre-dilatation with no resistance felt during advancement; however, the balloon ruptured during the third inflation at 9 atmospheres. A pinhole rupture was confirmed when it was removed from the anatomy. No additional dilatation was performed. A xience xpedition stent was implanted in the lesion and post-dilatation was done with an nc tenku balloon catheter to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii; guide cath: mach 1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.